Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) touch screen was not responding accurately. There was no patient involvement.

Manufacturer narrative:
The srt performed screen calibration, but the issue remained. The touchscreen was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.